Event description:
It was reported that the system intermittently had jittery and blanking out images. This issue will cause the system to be unusable due to inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor will be replaced by the customer. The system was tested and found to be working as intended and put back into service.